Event description:
A liability claim was raised. It was reported by pt's counsel that the pt received an unk mmc implant on (B)(6) 2012 on the right side. The pt was revised on (B)(6) 2014 due to "popping and clicking" sounds that subsequently lead to pain. They also allege that during revision surgery "massive amounts of metallosis were identified throughout and as much as possible was removed." It is also stated that a synovectomy was also performed after the metallic debris was removed. Alleged metallosis was also discovered in the ilium and was removed. "Corrosion and black tinged synovium" was uncovered when the femur was exposed and was also removed. Debridement was performed of "gray to black rubbery tissues."

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for thi specific event cannot be ascertained from the info provided. Should add'l info become available, and an investigation result become available, that changes this assessment, an amended medical device report will be submitted. (B)(4).